Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9074905, medical device expiration date: 2022-02-28, device manufacture date: 2019-03-15, medical device lot #: 9004801, medical device expiration date: 2021-12-31, device manufacture date: 2019-01-04, medical device lot #: 9115505, medical device expiration date: 2022-03-31, device manufacture date: 2019-04-25. Investigation summary: bd was able to verify the reported failure, the flange was through the package. The root cause may be related to the stacking and alignment of the blister packs following the robot transfer from the steriliser trays to final packaging of the posiflush product. Based on an investigation it was determined that no further corrective action is required at this time. However, complaints for this issue will be continued to be monitored for adverse trends. Investigation conclusion: the samples and photos returned confirmed flange through package. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of package damaged/defective/other with lot #9115505 regarding item #306572. The non-conformance's were reviewed for this batch and there was no record of non-conformance associated with this batch. Root cause description: the root cause may be related to the stacking and alignment of the blister packs following the robot transfer from the steriliser trays to final packaging of the posiflush product. Rationale: based on an investigation, and complaints being monitored for adverse trends for this issue, the stacking and alignment component of the equipment has been adjusted and has been inspected and the functions found as normal.

Event description:
It was reported that the backing of the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% packaging was of a "thinner material" and had ripped before it was removed from the box. Lot# 9074905 was reported to have had 2 occurrences of this event, lot# 9004801 was reported to have had 5 occurrences of this event, and lot# 9115505 was reported to have had 7 occurrences of this event. The following information was provided by the initial reporter: "flush backing seems to be a thinner material and some of the product packaging is ripped even before it has been removed from the box."